Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It was reported that the certas plus valve had unexpected programming changes after implantation. The patient was transferred to this hospital after placing the complaint product at a different hospital. It was noted that the pressure setting has been changed unexpectedly. No further information available. The product is not available for return.